Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading of "high"; however, a specific value was not provided, cause was not known. Customer administered manual injections to address high bg level. Additionally, it was reported that the customer experienced a low bg level below 50 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.